Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 275 mg/dl. The customer was treated with insulin drip and insulin pump. Customer experienced symptoms such as vomiting. Based on customer report customer does not allege insulin pump was under delivering. Customer stated drive support cap was normal. Customer reported that insulin exited at the quick release. Customer wished to test the insulin pump. The insulin pump will not be returned for analysis.